Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient had the same lead and devices previously implanted. Only the stimulator was changed because it was overdischarged over a long period of time. No further information was provided. Relevant medical history includes complex regional pain syndrome type I.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the health care provider (hcp) reporting the implantable neurostimulator (ins) failed, broke down, and was at end of life. After the ins was replaced, good impedances at all connections were found. The new ins was programmed to preoperative settings, which covered the patient¿s areas well. The patient tolerated the procedure well with no complications. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that there was no information available on the patients weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting it was reported that the patient¿s ins was replaced in 2016 because ¿it was dying on them¿ stating that the battery wasn¿t holding a charge. They stated that it was supposed to last them 9 years but it only lasted them 6. It was reported that the event occurred in 2016, a couple of months before it was replaced. No further complications were reported/anticipated.